Event description:
It was reported the patient's blood glucose level rose to 445 mg/dl while wearing the pod between 36 and 48 hours. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition when removed from the infusion site (back), the pod's cannula was found bent. As treatment, the patient applied a new pod. The patient's blood glucose and insulin history are as follows: time bg(mg/dl) bolus(u) (B)(6) 2022 1:50pm 160 2.6, 5:00pm 445 13.55, 7:40am 8, 4:20pm 199 7.5.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was returned fully deployed with the pink slide insert visible in the viewing window. The data showed that the first priming sequence ended at pulse 46 and deactivation occurred at pulse 2852. The needle mechanism was reset and fired properly during the investigation. No other damage or defects were found. No kinks or bends were identified on the exposed portion of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion.